Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert triggered for high superior vena cava coil impedance. The measurement value only occurred once and the impedance went back down to its baseline and has remained stable. They reprogrammed the alert limit to a higher value. It was further reported that the svc impedance was occasionally at 180 ohms. The lead is still in use. No patient complications were reported as a result of this event.